Event description:
The customer reported having difficulty getting the iab through the sheath. Another 50cc iab was inserted without issue. The customer later reported that the pt expired, however it was not related to the reported events. Related to MFR report #2248146-2014-00375.

Manufacturer narrative:
The device has been returned and is currently being evaluated. When the investigation is complete a supplemental report will be submitted with the results. (B)(4).